Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer has a blood glucose level was 500 mg/dl at the time of the incident. The customer treated their blood glucose with syringes and later with their insulin pump. The customer stated there was a no delivery alarm and bubbles in the tubing. The customer was assisted with troubleshooting and was advised to change the infusion set. The customer did not return the product back for analysis.